Manufacturer narrative:
The complaint device was received and evaluated. Visual observation under magnification revealed no anomalies on the active tip. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. The reported failure cannot be confirmed and we cannot determine what caused the user to experience reported problem. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed the lot number is not available.

Event description:
The electrode was not pulsing, and the tip was constantly 'arcing' or had a permanent 'red arc'. It was also making the joint very hot. Even after removing the plug and reinserting it, there was no pulsing. We opened a 2nd electrode and this one worked well. No delay or adverse event. Additional information received via email from the affiliate on 6-20-16. The sparking was inside the patient. There was a constant ''red glow" no pulsing. The electrode was used for a few minutes before we made the decision to change the electrode. There was no damage to the joint. The surgeon and scrub nurse just noticed an increase around the portal site and fluid coming out there. This cooled with the new electrode. The device was a new electrode.